Event description:
As reported, approximately 12 years and 8 months post right side tka, this male patient underwent revision due to infection. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D1: corrected the brand name, d4: corrected the catalog/model number and the UDI#, g4: corrected the 510 k #, h7: corrected recall # z-0019-2022.

Manufacturer narrative:
H2: this device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-2112 thru 2133-2021.

Event description:
Revision operative report of - preoperative diagnosis of right tka infection. Removal of right total knee and insertion spacer of competitor's devices. Indications: loosening and infection of tka prosthesis. The fluid did appear cloudy and consistent with infection. Polyethylene was removed to gain exposure. Using a saw and osteotomes the femoral component was easily removed. No significant bone loss occurred. The tibial component was removed. No significant bone loss was achieved. Inspection of the bone did show a fistula in the anterior femur that was noted. Evidence of osteolysis at the medial plateau was also noted. The patella was exposed and it was easily removed. Patient was taken to recovery room in stable condition. There is no additional information available.

Manufacturer narrative:
Health effect - clinical code & medical device problem code. Pending updated investigation based on new information that was provided.

Manufacturer narrative:
1038671-2025-00164. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, loosening, infection and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.